Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date in the same year as onset, the patient was hospitalized for the event. It was reported that no treatment was given for the event. The outcome of the peritonitis was unknown. No further detail was provided regarding if dianeal therapy was ongoing. No additional information is available.